Event description:
It was reported to boston scientific corp that an ultraflex proximal tracheobronchial stent was used during a tracheobronchial stenting procedure on a pt. According to the complainant, the suture string broke when the physician pulled the release ring. The stent partially deployed and could not be fully released. The device was removed and the procedure was completed with another ultraflex proximal tracheobronchial stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
(B)(4): (partial deployment). Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).